Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that the patient was not receiving adequate therapy. Reprogramming was attempted without success. As a result, surgical intervention may take place.